Event description:
It was reported a malfunction with a blade guide sleeve, compression nut and aiming arm. It was reported that the compression nut should engage the aiming arm and it engages but pulls out on its own. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. Device history record review: the DHR and mrr was reviewed and no issues were found that would contribute to this complaint condition. Disposition: invalid. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation: there are scratches, nicks, hammering and rub marks on the surface. The engage mechanism and the thumb screw work properly. The laser etching is readable. The manufacturing review shows a material revision record, part, lot number for no vendor operations production sheet or revision level shown on cert, no material cert, and no hardness cert on supplier parts. No issues were found that would contribute to this complaint condition. We were not able to reproduce the complained damage. The device passed successfully the required functional test. Therefore it is consider that this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Product development event evaluation: during this evaluation, the returned (130 deg aiming arm f/trochanteric fixation nails) device was assembled with a blade guide sleeve (part#357.369, lot# 76667) and compression nut (part#357.371, lot# 4436455). Known good mating instruments to complete the insertion construct in attempt to replicate the complaint description. The blade guide sleeve with compression nut was inserted into the returned aiming arm and the locking mechanism on the aiming arm was able to retain and release the compression nut on each attempt. The complaint condition could not be replicated during this evaluation. The compression nut and blade guide sleeve were not returned for evaluation; however, a known good blade guide sleeve and compression nut were utilized during this evaluation, which showed that the aiming arm will retain and release as intended. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.